Event description:
In this case, it was learned through our implant patient registry that a 21mm aortic valve was explanted after an implant duration of 111.33 months (9 years,3 months) due to structural valve degeneration. Per the surgeon's response the reason for the explant was wear and tear of valve and not valve malfunction.

Manufacturer narrative:
Method: device not returned. Through follow up with the health care provider, it was learned the device is not available for return and evaluation. No current patient status has been provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of calcification, non-calcific degeneration, dehiscence and/or fibrosis. These causes are due to patient factors and typically not due to a device malfunction. In this case, without return of the device and more information as to the condition of the device at explant, we are unable to conclusively determine root cause for explant of this device. Additionally, the health care provider has indicated this device was explanted due to "wear and tear on the valve".